Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G3: date received by the manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. H10: additional narrative. Two impl tapered scr-v sbm 4.7mm 4.5mm 10mm (tsvwb10) were returned for investigation. No apparent signs of malfunction the devices could not be functionally tested for the reported failure (pain). No pre-existing conditions noted in the per. Unknown tooth locaton. X-ray & picture evaluation: x-ray and picture images were not provided. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: contraindications, warnings & precautions. Per the applicable IFU, improper techniques can cause patient injury and pain. Additionally, pain, edema and inflammation are listed as adverse effects of implantation. DHR review: DHR review for the lot number (1249707) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. Products was conforming at the time it left zimvie. Lot was inspected and passed all acceptance criteria by qa. Sterilization record review: all sterilization activities were conducted with no nonconformities per sterilization record (op#150). Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review: complaint history review was performed for the reported lot number (1249707) for similar events (complaint category keywords: pain) and no other complaint was identified. Post market trending review: may post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did not occur. However, the reported event could not be verified as the exact details of event were non-verifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Premarket identification k011028 and k013227.

Event description:
The doctor reports that the implants failed due to pain during implant placement. Doctor confirmed that the patient will have to wait for healing before placing new implants.